Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug (drug name, dose, frequency, and duration not reported) and an unspecified oral drug (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing; however, the patient is expected to be on pd therapy for another week then switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.